Event description:
Rptr alleged the advantage system generated blood glucose results in the 600s mg/dl which is outside the reading range of 10-600 mg/dl for the system. Rptr stated the values in the system memory were from 602-620 mg/dl without a time and date set for them. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.